Manufacturer narrative:
Section h6, investigation findings and investigation conclusions have been updated to code c19 and codes d15 and d12, respectively. H6: code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code b15: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ three radiographic jpeg images available for evaluation. Post-operative angiogram images. ¿ there appears to be an aortic extender implanted at the proximal end of the gore® excluder® conformable endoprosthesis. ¿ with available images, cannot confirm location of the left renal artery. If the drawing annotation on the image is marking the left renal artery origin, it appears to be occluded (covered). ¿ the proximal end of the implanted devices do not appear to cover the right renal artery, however, there does appear to be possible delayed filling of the rra. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: improper component placement, occlusion of device or native vessel.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent an emergency endovascular treatment for abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis. After an aortic extender was deployed, it was confirmed that the left renal artery was unintentionally covered by the stent graft. Reportedly, the aortic extender might have migrated by ballooning. The patient¿s creatinine level was high at 8 mg/dl and dialysis had been planned prior to the procedure, so no treatment was given for the unintentional coverage of the left renal artery. The patient tolerated the procedure.